Event description:
Boston scientific crm received information that this atrial lead's impedance measurements were greater than 2500 ohms. It was noted that the impedances had been increasing over the past six months. All other measurements were fine. No inappropriate events were stored in the arrhythmia logbook. The health care professional that called to report this information stated they would discuss a possible lead revision with the electrophysiologist.

Event description:
--

Manufacturer narrative:
As of this report, the lead remains in service. Should additional information becomes available, this event would be updated as necessary.

Manufacturer narrative:
We received new information that this lead was surgically abandoned. Since the lead will not be returned for analysis, the clinical observations cannot be confirmed.